Event description:
It was reported that during a da vinci si cholecystectomy procedure, the tip of the on the monopolar cautery instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering did not confirm the reported issue. The distal tip was undamaged. Additional observation that was not reported by the reporter was a damaged main tube. The instrument's main tube was broken at the proximal end. The tube fractured with the crimp sleeve. No other damage was found. Evidence not conclusive but the main tube damage may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.